Manufacturer narrative:
Concomitant products: product ID 377860, lot # v012815, implanted: (B)(6) 2007, product type lead; product ID 377860, lot # v012815, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient¿s device had moved. It was noted the patient had an MRI of the back within the last month and no reports of adverse events related to the implant as far as the MRI went. It was reported that the implant was ¿damaged¿ but no further information could be given to describe the issue. A request was made to be put in touch with the manufacturer¿s representative (rep). It was noted the patient was scheduled to meet with the rep. On (B)(6) 2014. After meeting with the rep. It was reported that interrogation of the stimulator was attempted but the battery was dead. The patient did have a battery discharge last year sometime and was able to get it recharged then. The patient had not felt stimulation in a few months and stated ¿it just quit one day.¿ the patient was being referred to a neurosurgeon, dr. (B)(6) for generator replacement. No date had been set at this time.